Event description:
It was reported that the patient experienced persistent t-wave oversensing (twos) following ventricular pacing events. The upper tracking and upper sensor rates were adjusted, but the twos continues. The right ventricular (rv) lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4968-60 lead (x's 2), implanted: (B)(6) 2010. (B)(4).